Event description:
On (B)(6) 2013, the pt was implanted with a gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the pt's anatomy was very tortuous, and the pt's hypogastric arteries were previously coil embolized. It was reported that on the evening of (B)(6) 2013, the pt presented numbness and coldness in both legs. It was identified during the initial procedure that the trunk had migrated distally approx 1-1.25 cm due to blood flow with no endoleaks discovered. It was reported the device appeared pinched with partial occlusion. It was reported that f/u imaging on (B)(6) 2013, showed the proximal end of the trunk to be constrained. It was reported the proximal anchors pulled out of the aortic wall, causing a loss in proximal fixation. It is unk what caused the proximal end to lose fixation. The physician elected to implant an aortic extender for proximal extension, an aortic extender was implanted just above the flow divider for add'l radial force. Final imaging showed exclusion of the aneurysm with distal perfusion to the legs. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.